Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, light pressure was applied to the u39 component on the printed circuit board, and the pump emitted a cs 069 call service alarm. The alarm was recorded in the black box data as a cs 087 call service alarm, which is indicative of a failure of the u39 component. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 069 alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.